Event description:
It was reported by service report that the head end of the bed could not be raise or lower due to motion interrupt pan was hung up on the bolt. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - motion interrupt pan. Issue was resolved for the customer by the service tech freeing up the motion interrupt pan.